Manufacturer narrative:
The device was received deployed. During investigation a leak test was performed and fluid was observed to be leaking. A closer inspection found a hole in the exposed portion of the soft cannula, resulting in the observed fluid leak during investigation. The timing and cause of the damaged soft cannula could not be determined. The fill septum and fill port were observed, and no damages, deficiencies, or gouges were found. No timeouts or drive stalls were observed in the data that would indicate a failure to deliver insulin during operation. Inspection of the download data showed no evidence of issues with insulin delivery. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient reported that their blood glucose level was greater than 13.9 mmol/l (250.2 mg/dl) while wearing the pod between 24 and 36 hours on their abdomen. Hyperglycemia treated with a new pod.